Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation complaint received ad 5 jun 2024 on (B)(6) 2017, the patient had a right knee arthroplasty to address degenerative arthritis. Depuy components were placed during this procedure, including depuy cement and patella. On (B)(6) 2023, the patient had a right total knee revision to address aseptic loosening of the right total knee and femoral osteolysis. Prior to surgery, the patient was reported to have had pain, decrease range of motion, stiffness, fibrosis, declining function. During the procedure, the surgeon reported finding osteolysis of the femur and no cement adhered to back of the tibial tray. (Loosening) osteophytes were removed from the patella. Competitor components were implanted during this procedure, including competitor cement. Update ad 5 jun2024: update event description: on (B)(6) 2017, the patient had a right knee arthroplasty to address degenerative arthritis. Depuy components were placed during this procedure, including depuy cement and patella. (B)(6) 2022 medical records note right knee pain and dysfunction after tka, as well as left knee pain (no implant) right knee pain, swelling, decrease range of motion, stiffness. Patient had a previous injection to calm down inflammation. An aspiration is scheduled. (B)(6) 2022 right knee pain, an aspiration was negative for infection. On (B)(6) 2023, the patient had a right total knee revision to address aseptic loosening of the right total knee and femoral osteolysis. Prior to surgery, the patient was reported to have had pain, decrease range of motion, stiffness, fibrosis, declining function. During the procedure, the surgeon reported finding osteolysis of the femur and no cement adhered to back of the tibial tray. (Loosening) osteophytes were removed from the patella. Competitor components were implanted during this procedure, including competitor cement. Doi: (B)(6) 2017 dor: (B)(6) 2023 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.